Manufacturer narrative:
(B)(4). Batch #: u5de8x. (B)(4). Investigation summary: a photo along with the device was returned for evaluation. Upon visual inspection of one photo, the following was observed: the photo shows a pwrd ech flex 60mm from its side view, with the closing trigger and the anvil in open position, articulated, with a white reload inserted on the anvil, and with a battery assemble on it. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with the anvil bent upwards and with an ecr60w reload present. The reload was received partially fired 4/5 with the reload deck damaged. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. It was reported that: partial fire.

Event description:
It was reported that during left hemihepatectomy surgery, could not fire farther after fired one third when severing hepatic pedicle tissue on the first firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.